Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. (B)(4). No phone number provided. The customer declined service/repair of the device. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilators battery failed. No patient involvement. Event date not specified; estimate used.